Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of clogged arteries, characterized by chest pain and dyspnea, which required hospitalization and cardiac stenting. The pdrn attributed causality to the patient¿s cardiac history and hyperlipidemia. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Coronary artery disease in dialysis patients is not only a challenge to accurately diagnose, but there is also limited consensus on treatment guidelines for esrd patients. Based on the limited information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that he is currently at the hospital dealing with heart issues (unspecified). Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of chest pain and dyspnea during ccpd therapy. The patient was diagnosed with cardiac issues (specifics not provided) and was transferred to a larger medical institution with the ability to perform cardiac catheterizations. On (B)(6) 2024, the patient underwent a cardiac catheterization during which several clogged arteries were discovered, and cardiac stents were successfully placed. The pdrn attributed causality to the patient¿s cardiac history and hyperlipidemia. The patient underwent ccpd therapy while hospitalized without reported issue and is recovering from the serious adverse events. The pdrn reported the patient was discharged in stable condition on 15/jun/2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that he is currently at the hospital dealing with heart issues (unspecified). Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of chest pain and dyspnea during ccpd therapy. The patient was diagnosed with cardiac issues (specifics not provided) and was transferred to a larger medical institution with the ability to perform cardiac catheterizations. On (B)(6) 2024, the patient underwent a cardiac catheterization during which several clogged arteries were discovered, and cardiac stents were successfully placed. The pdrn attributed causality to the patient¿s cardiac history and hyperlipidemia. The patient underwent ccpd therapy while hospitalized without reported issue and is recovering from the serious adverse events. The pdrn reported the patient was discharged in stable condition on (B)(6) 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.